Event description:
The customer reported that the device locked up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Inadvertently that 30 day MDR was submitted under an incorrect registration number. To correct this problem, we have cancelled that MDR, and have created this new MDR (1218950-2013-00697). (B)(4): the customer reported that the device locked up. There was no report of patient involvement. The device was evaluated at the philips repair bench and the failure was confirmed. Replacement of the processor pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.